Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 134 mg/dl. Caller stated that the insulin squirted out during the manual prime process. The drive support cap is protruded. Caller advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.